Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic. Upon device testing, the implantable cardioverter defibrillator exhibited charge timeout. The physician explanted and replaced the device. The patient was in stable condition.

Manufacturer narrative:
Final analysis found the reported event of charge timeout was confirmed in the lab. The cause of the field event is an internal high voltage (hv) capacitor anomaly.